Event description:
Patient's partner reported on (B)(6) 2013 to ems that patient was found unconscious and her blood glucose level was 1000 mg/dl. Partner stated the patient was taken to the hospital and admitted. Treatment received was not provided. Patient's normal blood glucose level was not provided. Patient is visually impaired. Patient's partner thinks the insulin cartridge was empty and the patient didn't realize it. Partner reported the patient feels good now. Patient is on dialysis. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump was tested on the diagnostic test system and meets the specifications. - history list: the daily basal rate was delivered. Boluses were programmed and delivered. Consumables: the adapter passed the optical inspection. Cartridge: the received used cartridge was visually, leak and glide force tested. Cartridge passed the visual test and the leakage test at different positions of the plunger rod. The glide force measured is in accordance with product specifications. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.